Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty (ptca), a 28 x 3.50 promus premier select stent was advanced, but could not pass through the lesion properly. The device was positioned at the lesion site, but the stent failed to deploy. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty (ptca), a 28 x 3.50 promus premier select stent was advanced, but could not pass through the lesion properly. The device was positioned at the lesion site, but the stent failed to deploy. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure. It was further reported that the 55% stenosed mildly tortuous and mildly calcified left anterior descending (lad) artery. During procedure, a multiple attempts made to position the stent at the lesion site.

Manufacturer narrative:
Device evaluated by MFR: a promus premier select ous mr 28 x 3.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage with struts in distal region lifted and pulled distally and struts in proximal region slightly flared. The stent showed no signs of movement and was set between the proximal and distal markerbands. The undamaged stent od (outer diameter) was measured and the result was within max crimped stent profile measurement the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty (ptca), a 28 x 3.50 promus premier select stent was advanced, but could not pass through the lesion properly. The device was positioned at the lesion site, but the stent failed to deploy. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure. It was further reported that the 55% stenosed mildly tortuous and mildly calcified left anterior descending (lad) artery. During procedure, a multiple attempts made to position the stent at the lesion site.